Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead revealed the connector pin and connector cap were pulled out of the connector assembly which is consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant procedure, after inserting the guidewire into the left ventricular (lv) lead, the guidewire was unable to be removed. While attempting to remove the guidewire, the lead was damaged. The lv lead was explanted and replaced to resolve the event. The physician alleged the procedure was lengthened, however, further information from the physician regarding length of procedure has not been provided. The patient was stable.